Manufacturer narrative:
The iab was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extension tubing was also returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto-fill cycle. The iab pumped normally and no alarm sounded from the pump. One kink was observed on the catheter approximately 52.8cm from the iab tip. We were unable to confirm the reported alarm, blood detected & leak, blood in tubing problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the nurses noted a "blood detected¿ alarm and found blood in the helium tubing. Pumping was discontinued and the tubing disconnected from the iab pump. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the nurses noted a "blood detected¿ alarm and found blood in the helium tubing. Pumping was discontinued and the tubing disconnected from the iab pump. There was no reported injury to the patient.